Event description:
Customer informed that the device that was repaired recently on (B) (6) 2009, exhibited the same issue. The device had fault codes logged in the memory and the defibrillation values were out of calibration. The defibrillation values would not stay calibrated. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified that the device defibrillation values were again out of calibration and it logged fault codes. Customer decided to retire the device instead of spending more time and money repairing it. Customer has purchased replacement defibrillator. The root cause of the malfunction could not be determined.